Event description:
Pt states his other pump always alarms when he first turns it on; states he always has to turn it off, reinsert batteries, and then turn it on again, and it works fine; he will like it replaced though. Delivery for replacement pump scheduled for (B)(6) 2017 per pt request. A return box will also be sent, so he can't return the defective pump to the pharmacy; pt did not have serial number of defective pump on hand (could be (B)(4), per records). Pt denied any side effects as a result of the malfunctioning pump. Dates of use: (B)(6) 2015 to ongoing. Diagnosis or reason for use: pah.